Event description:
It was reported that the implantable monitor was oversensing noise. The implantable monitor is still in use and the physician plans to reprogram to atrial fibrillation only to resolve the noise and oversensing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.